Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the anchor pulled out of the pre-drilled hole. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -one unpackaged ar-3636-1, fibertak®, batch 15316902, was received for evaluation. -upon visual inspection, it was noted that the inplant was bunched and the sutures were cut. - functional testing could not be performed due to the damage to the device. -the most likely cause for the reported failure can be attributed to misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion -the complaint allegation is confirmed. -refer to the investigation photos.